Event description:
It was reported that an alarm 2 followed by an alarm 26 occurred due to an occlusion event. This issue caused the customer's blood glucose level to exceed 500 mg/dl, with the display reading "high." The customer addressed the high blood glucose by administering a correction bolus via pump and a correction injection. Additionally, the customer changed the infusion set and cartridge and resumed insulin therapy. No third-party assistance was required. The customer also reported experiencing frequent occlusion issues and sought further assistance.